Event description:
The following information about the patient was obtained from the distributor on (B)(6) 2023. Doctor performed cataract surgery using our ophthalmic knife msl24sh on (B)(6) and the patient contacted the hospital on (B)(6) to report a reduction of vision, and the examination revealed a tendency toward low iop. The doctor considered that it was a leak from the incision wound. The same day the doctor performed surgery to clean the anterior chamber and suture the wound. The patient's condition was checked to confirm the inflammatory process on (B)(6), normal intraocular pressure and no leak was confirmed. On (B)(6), the sutures were removed from the wound, and the patient has since progressed without problems. At this time, it cannot be determined that mani ophthalmic knife products are the cause of the leakage.

Manufacturer narrative:
As we had received and tested of the devices from same lot returned from user, no abnormalities were found in their appearance and the penetration test. In addition we had checked our manufacturing records. As a result of that, we concluded that no abnormality has been identified. We attached our complaint handling investigation report. And the results of the above report has been explained to ophthalmologist dr. (B)(6) on (B)(6) 2023.